Event description:
Patient seen by physician for sound processor fitting and complained about pain at the implant site prior to the visit. Implant extruded in the office prior to the fitting.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacture or component failure.